Event description:
Oracle ro: (B)(6) primary audible alarm.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection of the pump showed a cracked battery door, right plunger case and bottom case by l-bracket. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed power up process, preventative maintenance, occlusion test, and all functional tests which passed.

Event description:
Additional information received via email: no patient incident.